Event description:
Scrub technician upon opening the custom pack to prepare, passed off the prep kit to the operating room nurse. (B)(6) operating room #3 on (B)(6) 2019 about 0735hrs. No staff or patient injured, prep kit wrapper saved and supplies pulled from stock to complete the patient prep. Psr (B)(4) submitted. FDA report filed. Certified scrub technician opened the pack. Product sterile and packed in manufactured packaging expire on 2022/01/01, lot #1373264. Product should be free of foreign debris. Incident of this nature is not uncommon and is continued to be reported as they occur. Vendor poc for (B)(6) notified, (B)(6). FDA safety report ID (B)(4).